Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to infection.

Manufacturer narrative:
See d6 and h11. The removal surgery occurred because of a confirmed staph infection. The initial surgery occurred approximately 12 years ago, followed by a revision surgery 2 years prior to the removal, so it is unlikely the infection was caused by the implantation of the device. Other aspects of the patient's medical history, such as subsequent surgeries that could have contributed to an infection, remain unknown. DHR review, surgical technique review, and simulated use testing would not have been useful because the reporter clearly shared the following: that there "were no mechanical issues with the ankle" and that the implants were removed because of the surgeon's "precautionary judgement."